Event description:
Customer's mother reported customer was hospitalized for high blood glucose within the last ninety days. Customer's mother did not provide any details about the hospitalization. She stated she already returned the insulin pump and wrote a lengthy letter regarding the incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.